Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening). No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the control knob was missing. An unknown brownish contamination was observed at the front of the top enclosure. What seemed to be potential dried liquid spots with a whitish dust-like contamination consistent with mineral deposits were observed inside the iso port, on the blower housing, and on the bottom of and inside the blower motor. Dust-like contamination was observed on the right panel, in the air inlet, on the interior side of the top enclosure, on the pca, on and under the blower cap, on and inside the blower motor, on and under the blower housing, on the sound abatement foam and in the bottom enclosure. Potential degraded sound abatement foam was observed on the bottom of the blower housing. A greyish dust-like contamination was observed on the left panel and on top of the water tank. A whitish dust-like contamination consistent with mineral deposits was observed throughout the interior of the water tank, inside the dry box, on the dry box seals, in the bottom enclosure, lower base and on the heater plate. Dust-like contamination was observed on and under the flip lid assembly, on the left panel, on the dry box, in the bottom enclosure and lower base. Potential hair-like particles were observed on the water tank, on the dry box and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box g report source - other has been captured in this report. Section g3, h2, h6 and h11 has been update din this report. In h6 evaluation method code, evaluation results code and conclusion code grid has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening). No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.